Event description:
(B)(6) 1999, I had a corin all metal hip installed at (B)(6), by dr (B)(6). (B)(6) 2001, he had to revise the stem, and replaced the ball damaged during surgery, due to a failure to grow-in because of a bad fit during initial surgery. A longer and larger stem was installed and dr (B)(6) retired stating that this was the first and going to be the last one he had to repair due to his error. Dr (B)(6) reported that there was black goo in the joint during the revision. In 2008, I had an increased pain level and x-rays showed the acetabular component had loosened and was migrating back into my pelvic cavity. The metal ball was actually riding on the pelvic bone by the time I gave up on (B)(6) and sought real medical assistance. Dr (B)(6) of (B)(6) in (B)(6) did a revision of the acetabular component and the ball with a standard poly hip. Extensive bone grafting was required to complete the repair. After approx (B)(6) months post surgery, I found that I could discontinue all pain medication for the first time since 1991. I had continual pain, manageable with naproxen sodium, from initial installation until revision. There were periods I had to be non-weight bearing because of pain and the possibility that the acetabular component would complete its migration into the pelvic cavity and require extensive recovery surgery. In 2009, during the revision, dr (B)(6) found large amount of black goo in the joint and the pelvic bone had retreated significantly from the device. He stated that it was as bad as he could repair without making a birdnest of re-wire in the graft. The previously revised femoral component remained well fixed and was reused. Corin is still advertising this hip on their website and I think this is an issue. The tissue reaction to the metal particles appears to be the cause of my troubles. Reason for use: osteo necrosis of left femoral head.